Event description:
The system was no longer pacing or sensing. The pacemaker pocket was opened and the physician pulled on the lead slightly and the lead pulled apart. This lead was implanted and sutured without a suture sleeve. According to the sales representative, the ligature was very secure and the suture wore through the lead. The lead was replaced.